Manufacturer narrative:
UDI information is unknown. Premarket (510k) number is unknown. Operator of device and initial reporter occupation are unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was a double beep with the cassette during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device in good condition; the tamper seal was removed. There was no evidence of the reported error in the event history log (ehl). The reported double beep with cassette problem was not duplicated. No fault was found pertaining to the reported issue. However, due to multiple high pressure alarm messages found in the event history log, it was recommended that the downstream occlusion sensor to be replaced as preventative action. The root cause was unknown. The product is over 4 years from its manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed a service history review identified this device has not been in for service previously this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4)., corrected data: correction: d4: model number: 6400 ; correction: h4: mfg. Date. 15-jan-20219.